Event description:
It was reported that the nurse got the tip of her finger caught in the siderail when it was brought from the down to the up position. Apparently she received a hairline fracture on the tip of her finger.